Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent migrated during deployment. Vascular access was obtained via the right femoral artery. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified subclavian artery. The physician pre-dilated the lesion with an 8mm x 2mm balloon catheter. Next, the 8.0mm x 20mm x 135cm express ld iliac/biliary premounted stent system was advanced across the lesion and the express ld balloon was inflated to 8 atms. The express ld stent deployed and slid off the express ld stent delivery system and out of the vessel. The physician used fluoroscopy and located the migrated express ld stent in the external iliac artery. The express ld stent was still on the guide wire. A balloon catheter was advanced and used to move the express ld stent from the common iliac artery to the external iliac artery and then used to deploy the express ld in the external iliac. A 10mm x 25mm express ld iliac/biliary stent was deployed in the subclavian lesion to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Evaluation summary attached: updated. Method codes: updated. Result codes: updated. Conclusion codes: updated. Device evaluated by manufacturer: the returned device consisted of the stent delivery system without the stent. A visual and tactile examination found no damage to the shaft of the device. The balloon was folded and wrapped around the shaft and traces of dried blood were visible inside the balloon. It was not possible to see a clear impression of where the stent was originally crimped on the balloon. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues. No other anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the stent migrated during deployment. Vascular access was obtained via the right femoral artery. The 85% stenosed lesion was located in the moderately tortuous and moderately calcified subclavian artery. The physician pre-dilated the lesion with an 8mm x 2mm balloon catheter. Next, the 8.0mm x 20mm x 135cm express ld iliac/biliary premounted stent system was advanced across the lesion and the express ld balloon was inflated to 8 atms. The express ld stent deployed and slid off the express ld stent delivery system and out of the vessel. The physician used fluoroscopy and located the migrated express ld stent in the external iliac artery. The express ld stent was still on the guide wire. A balloon catheter was advanced and used to move the express ld stent from the common iliac artery to the external iliac artery and then used to deploy the express ld in the external iliac. A 10mm x 25mm express ld iliac/biliary stent was deployed in the subclavian lesion to complete the procedure. No patient complications were reported and the patient's status is fine.